Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: the battery cap was damaged/stripped. The battery cap did not get stuck in the battery compartment. The battery compartment was found to be stripped. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.